Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed pairing test with nordic bluetooth device, transmitter passed as well the test on global transmitter final functional tester was passed. Voltage testing was performed and passed. Data share log review was performed, no log data was found to review. The reported failed transmitter was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)